Event description:
It was reported that the pump and catheter were explanted.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4). The initial printout indicated that the device system was used to deliver morphine. Analysis of the pump revealed an alarm anomaly of an undetermined cause. The only anomaly of note was the failing alarm test value of 67.6 db. The resonator was inspected and the typical cracks and damage associated with a diminished alarm was not seen. The alarm pin waveform test was also performed with typical and passing results. The root cause for the failing alarm could not be established. Analysis of the catheter revealed acceptable testing. The catheter was returned in segments.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed.